Event description:
A ventilator was returned to a third party service center alleging a ventilator failed a step during testing. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's sensor board was replaced to address the issue.